Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not show any damage to the device. An f-38 (malfunction in tube misloading detection circuitry) alarm was identified during sample analysis. The cause of the alarm was determined to be out of specification force sensing resistors (fsrs). To correct the condition, the tube misloading sensor was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a broken door was identified on a flo-gard infusion pump. This was discovered when the device was turned on. There was no patient involvement. No additional information is available.